Event description:
It was reported the atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported when the surgeon fired the instrument on the broad ligament, the audible click of the closing trigger (white handle) was not heard before activating the firing trigger (black handle). The staples were properly formed. The instrument jaws were opened with the thumb release button and then closed again for removal through the trocar. The jaws would not open again when the scrub technician pressed the thumb release button to reload. A new instrument was used to complete the case. There was no consequence to the patient.